Event description:
It was reported that the day after a routine device upgrade, the right atrial lead was dislodged and had elevated capture threshold. A chest x-ray confirmed the dislodgement. The lead was capped and replaced. The patient was a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.